Event description:
Healthcare professional reported a post-operative xen®45 gts event in unknown eye described as "the xen curling in on itself in the ac. Getting stuck in the iris root." The device was unable to be retrieved so a second xen®45 gts was implanted. Event resolved. Device remains implanted.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.